Event description:
It was reported that during an lc procedure, the generator displayed error code 5. There was a scratch in the blade. Changed to another one to complete the or. There was no adverse pt consequence.

Manufacturer narrative:
Info was not provided by the affiliate.